Event description:
Patient was undergoing non-surgical aortic valve replacement (avr) with a 26mm corevalve. Using a retrograde percutaneous approach, for a transcatheter aortic valve. A .035/180cm lunderquist extra stiff wire was advanced retrograde across the aortic valve to the left ventricular apex. After the delivery of the balloon aortic valvuloplasty, the lunderquist wire was noted to have an abnormal band approximately 40mm from the distal tip at the segment of the wire that is generally bonded. At this point the physician became concerned given the abnormal appearance of the wire for trauma to the left ventricle. A straight pigtail was delivered and the wire was exchanged for a new one. The initial wire was examined and there was no evidence of disruption of the outer core, it just simple appeared to have bent slightly. In caution, an echo was performed and it was noted for a pericardial effusion, patient was stable during procedure, consult placed to cv surgeon patient brought to or for subxiphoid pericardial window followed by sternotomy, cardiopulmonary bypass, and repair left ventricular perforation. Per or report, there was a 1cm laceration near the distal end of the circumflex near the apex.